Event description:
During a pta treatment procedure, the blue max balloon tore in half and remains in the pt's body. (The number of inflations performed and atm reached on each inflation is unk.) The lesion bring treated was a venous lesion located in the pt's arm. Additional information has been requested regarding this procedure.